Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh; due to chronic pelvic pain, symptomatic uterine prolapse and sui. The patient underwent exploratory laparatomy for small bowel obstruction, right ovarian torsion, vaginal cuff hematoma drainage, tonsillectomy on (B)(6) 2004.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leaking, frequent obstructions, recurrent prolapse bladder, pelvic pain, mixed incontinence abdominal pain, sexual dysfunction, and urinary tract infections.

Manufacturer narrative:
(B)(4).